Manufacturer narrative:
H3: analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. H6: fdm updated to 10. Fdr updated to 180. Fdc updated to 12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (10.0mg/ml; 4.3mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A pump alarm occurred and interrogation confirmed a motor stall occurred with no recorded recovery. There were no reported symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting performed included performing a catheter check and reviewing the pump logs. The pump was replaced and would be returned. The status of the patient was stated to be alive and with no injury. The event was considered resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the motor stall occurred on (B)(6)2018 at (B)(6) and recovered on (B)(6)2018 at (B)(6). The pump had been implanted for approximately two years and was replaced on 2018-sep-03. It was noted that the catheter check was okay and no leakage was found.